Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("patient with essure (foreign body) in uterus/ foreign body in the endometrial cavity / migration of essure device location of device: endometrial cavity") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included menometrorrhagia, abdominal pain, abdominal adhesions, nausea, vomiting, gastric banding, back pain, perineal pain, low back pain, joint pain, anxiety, kidney stones, hiatal hernia and fibroid uterine enlarged. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), infection ("infections"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish,"). The patient was treated with surgery (underwent bilateral tubal ligation due to complications from the essure device,cholecystectomy). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, device expulsion, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-jul-2018: new pfs + mr received- new event added: plaintiff claimed- abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), psychological or psychiatric problems condition: depression and mental anguish, patient with essure (foreign body) in uterus were added.new reporter and date of birth were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('patient with essure (foreign body) in uterus/ foreign body in the endometrial cavity / migration of essure device location of device: endometrial cavity') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included menometrorrhagia, abdominal pain, abdominal adhesions, nausea, vomiting, gastric banding, back pain, perineal pain, low back pain, joint pain, anxiety, kidney stones, hiatal hernia, fibroid uterine enlarged, hypothyroidism, acid reflux (oesophageal) and dyslipidemia. Concomitant products included esomeprazole since (B)(6) 2015 for acid reflux (oesophageal), atorvastatin since (B)(6) 2016 for dyslipidemia, levothyroxine since (B)(6) 2016 for hyperthyroidism as well as desvenlafaxine succinate monohydrate (pristiq) since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish,"), 3 months 29 days after insertion of essure. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with aripiprazole, clonazepam and surgery (bilateral tubal ligation,cholecystectomy, attempt of essure coils removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, infection, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, device expulsion, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- hysterectomy. Discrepancy noted for essure insertion date - (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: device removed,essure insertion date were updated, essure removal date was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent bilateral tubal ligation due to complications from the essure device). At the time of the report, the device dislocation, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, infection and menstrual disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.